Manufacturer narrative:
This device was returned to mmdg for evaluation. A DHR was completed and found no non-conformances. When the device was returned to mmdg for evaluation, the complaint could not be confirmed. There was no indication that the complaint occurred as reported.

Event description:
The initial reporter stated that the tubing started leaking from the filter during the infusion. They stated they had other sets on hand, and were able to replace the set when the leak was discovered. Mmdg did follow up with the initial reporter, who stated that the patient did not have any adverse effects due to the complaint. (B)(4).